Manufacturer narrative:
(B)(4). Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported during a five year post-operative follow-up the x-ray showed the neck was sharply shaved off. A revision has not been scheduled at this time. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) g7 osseoti 3 hole shell 48mm c (B)(6). (B)(6) g7 dual mobility liner 38mm c (B)(6). (B)(6) cer bioloxd option hd 28mm (B)(6). (B)(6) cer option type 1 tpr sleve -3 (B)(6). (B)(6) act artic e1 hip brg 28x38mm (B)(6). Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint, based on provided x-rays a definite fracture could not be identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: question a notched appearance of the femoral neck of a right total hip arthroplasty on the frog leg images, nonspecific. No signs of loosening, wear, radiolucency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.